Event description:
It was reported that patient's implantable cardioverter defibrillator (ICD) failed to deliver defibrillation therapy during ventricular tachycardia (vt) episodes. Under sensing was also noted. No intervention was done. The patient was stable.